Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxo igg) results for one patient on their e411 disk analyzer. The patient's initial toxo igg result was 48.48 iu/ml and it was reported outside the laboratory. On 07/31/2012, the sample was repeated and the result was 51.92 iu/ml. The sample was negative on western blot test and negative on an abbott analyzer. The patient was not affected by this event. The toxo igg reagent lot number was 167340 and the expiration date was not provided.

Manufacturer narrative:
It was clarified that the patient's last menstruation was on (B)(6) 2011. The customer returned a sample for investigation. The customer's positive elecsys toxo igg result was confirmed. Different concentration values derived by different test formats are often observed in toxoplasma igg serology. The elecsys toxo igg assay is a highly sensitive test format.

Manufacturer narrative:
This event occurred in (B)(6).